Event description:
Medtronic in (B)(4) reported that during a laparoscopic procedure, part of the instrument's insulation coating came off in the pt. The surgeon performed a second procedure on the same day in order to remove the piece of insulation.

Manufacturer narrative:
The medtronic instrument manufacturing facility in (B)(4) performed the evaluation on the returned instrument. It was determined that the instrument's insulation was missing due to contact with a sharp-edged instrument. The hospital later reported that prior to this event, the insulation on the instrument in question had been replaced by an unauthorized instrument repair facility.